Manufacturer narrative:
This report is submitted on march 28, 2017. (B)(4).

Event description:
Per the clinic, due to a non-device related medical issue, the patient underwent revision surgery on (B)(6) 2017, to remove the internal magnet.